Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a solent proxi catheter system. The pump, shaft, and tip were microscopically examined. There were numerous kinks throughout the device. The spike line was missing so a lab supplied one was used for functional testing. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi was selected for a thrombectomy procedure. Aspiration was initiated inside the patient. The pump filled with saline and an error message displayed. Aspiration was lost. The catheter was replaced with another of the same device and the procedure was completed. There were no patient complications and the patient condition was noted as good.